Manufacturer narrative:
The field service representative (fsr) inspected the instrument, performed extensive troubleshooting, and replaced multiple parts to resolve the issue. No additional discrepant result issues have been reported since the service activity was completed. A definitive cause of the discrepant result was not identified. The instrument service history review revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Based on the available information, no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated potassium results on the architect c4000 analyzer. The following data was provided. Patient 1: initial result 6.7 mmol/l, repeat 4.87 mmol/l. Patient 2: initial result 6.4 mmol/l, repeat 4.62 mmol/l. Patient 3: initial result 7.28 mmol/l, repeat 5.86 mmol/l. No adverse impact to patient management was reported.